Event description:
It was reported that the patient underwent a spinal procedure to extend posterior fixation after growing. The procedure was scheduled on a regular basis to replace the rods with longer ones as her bone grows. During the extension procedure it was found that the rod implanted broke. The broken rod was replaced to a longer rod as planned. Extension of operation time was reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.